Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The transmitter (664c9) that was used with the complaint device was also returned for evaluation. The returned device was visually inspected and no defect was found. Functional testing was performed and the device failed the function test. The customer complaint was confirmed and the root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.